Event description:
It was reported that noise was observed on the right ventricular (rv) pacing lead electrogram (egm) and that lead impedance was progressively decreasing in unipolar mode. An attempt to assess readings in bipolar mode could not be performed due to observed noise. Oversensing continued when the associated implantable pulse generator (ipg) device was programmed to the least sensitive setting. Underpacing was also noted and the patient reported symptoms of syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).